Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implant procedure after opening the product but before attempting to insert it was noted that the trailing haptic was not folded correctly. The procedure was completed on the same day with another lens. There was no patient contact. Additional information has been requested.